Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with this central nurse's station (cns). He stated that some bedsides that the cns was monitoring will disappear from the sector. He stated that an incident occurred on (B)(6) 2021 where a bedside disappeared, and the on call biomed had to be called in to re-monitor that bedside. They stated that this issue occurs often and that it is also happening on two other cnss. He did not have the information of the two other cnss but will provide that as soon as they can. Nihon kohden technical support (tech support) explained to them that they can try to reboot the cnss by exiting the application and restarting from windows. They stated they would give that a try. Tech support informed them that if issue keeps occurring logs will need to be sent in to properly investigate this issue. The customer later stated that rebooting the cnss seems to have resolved the issue for now, but they will continue to monitor this issue. They also asked for nihon kohden recommendations for rebooting the cnss. Qa advised that the cnss should be restarted every 3 months. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they are having issues with this central nurse's station (cns). He stated that some bedsides that the cns was monitoring will disappear from the sector. He stated that an incident occurred on (B)(6) 2021 where a bedside disappeared, and the on call biomed had to be called in to re-monitor that bedside. They stated that this issue occurs often and that it is also happening on two other cnss. He did not have the information of the two other cnss but will provide that as soon as they can. Nihon kohden technical support (tech support) explained to them that they can try to reboot the cnss by exiting the application and restarting from windows. They stated they would give that a try. Tech support informed them that if issue keeps occurring logs will need to be sent in to properly investigate this issue. The customer later stated that rebooting the cnss seems to have resolved the issue for now, but they will continue to monitor this issue. They also asked for nihon kohden recommendations for rebooting the cnss. Qa advised that the cnss should be restarted every 3 months. No patient harm was reported.